Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two days post implant, the patient presented to the hospital with a tamponade. A pericardial window procedure was performed and the bleeding was stopped. Atrial lead perforation was suspected. The patient was recovering well after the incident.